Event description:
A customer reported observing biased glucose, potassium, calcium, and cholesterol results for a quality control fluid. Biased results of this magnitude may result in inappropriate physician action. There was no report of patient harm as a result of this event.